Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. The receiver passed the charge and boot test. The log was downloaded and reviewed and signal loss was found within the investigation window. Receiver functional test was performed and it passed. Paring\calibration\performance\range test was performed and passed. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.